Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the corsium server was down. There was no reported patient involvement, therefore no health consequences or impact.

Manufacturer narrative:
Updated initial reporter details, updated event problem to reflect the tempus pro, corsium 'info' server was down and removed device serial number, there was no allegation against the device serial number: (B)(6).

Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint indicating that the tempus pro, corsium info server was down. There was no reported patient involvement, therefore no health consequences or impact.